Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in leaked. On the night of 03/12/2024, venipuncture was attempted, using saf - t - intima material no. 22 lot: 3318391, which showed a micro-hole (observed through leaking after salinization).

Manufacturer narrative:
DHR review: the complaint lot# is 3318391, sku is 383323, assembly in suzhou plant on 2023.nov.30, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot returned sample analysis: no picture to show a typical defect feature. Retain sample analysis: sampling 2 ea from the retain sample of the same lot to check all component status and assembly condition, also do the leakage test, all test results are within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: the reported is micro-hole observed and cause leakage, but it was not identified which component have the defect hole. The possible reasons may be: 1. Raw material defect, micro hole on catheter or tubing and caused leakage. 2. Catheter or tubing was punctured by needle during assembly. Current manufacture already has control procedures as below to detect and prevent this kind of defect: 1. Incoming inspection procedure: control all raw material quality risk. 2. Needle cover is installed after inserted into catheter, 100% inspection is performed with lie distance setting, and have no risk to puncture the tubing as well. 3. Both in-process inspection and outgoing inspection will do leakage test, such component defect can be detected. There is no pictures provided to show the defect feature, the retain sample check results are all within product specifications. With this described information we cannot identify the root cause for this case.

Event description:
Customer response. Is there any impact on patient? Only the need for a new puncture. No additional information provided.